Event description:
It was reported that the patient had an MRI in 2008. The pump was not checked following the MRI. The patient experienced nausea, shortness of breath and vomiting. The patient was admitted to the hospital. The reporter indicated that they are trying to determine if it was the pump not working, reaction to the medication, or a blood clot. No alarms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.